Event description:
It was reported that the patient was experiencing a driveline power fault while in the emergency department. The nurse practitioner was instructed to obtain log files for a stat read and anticipate exchanging the modular cable and system controller. The plan was to obtain log files the following morning when the ventricular assisted device (vad) team arrived and chance out the modular cable and controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.